Event description:
The customer requested a substitution of the product involved to the kit booking specialist. The customer reported that the product broke off, during a surgical procedure. No adverse consequences for the patient. The surgeon completed the procedure successfully without any delay using another item available in the theatre.

Manufacturer narrative:
The device was discarded. No evaluation will be performed. If pertinent information is received it will be reported on a supplemental report.